Event description:
Hcp reported the pt experienced shocking sensations and loss of benefit to right side of body. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.